Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device were attempted in a common femoral artery via 8fr sheath using the preclose technique prior to a transcatheter aortic valve intevention (tavi) procedure. Reportedly, several attempts to flush the proglide device prior to use were unsuccessful; however, the proglide device was used and no blood flow was achieved . Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Chem analysis, visual and functional inspections were performed on the returned device. The marker lumen blockage was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was used after being unable to flush the device. It should be noted that the proglide instructions for use (IFU), the precautions states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The IFU deviation did not contribute to the reported difficulties. The reported blocked marker lumen was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.